Event description:
Used a freestyle libre 3 plus sensor that was not on the recall list. Serial (B)(6). Had repeated low glucose readings that were incorrect. I am prediabetic and this caused me to consume extra carbohydrates I did not need. I used a finger stick glucose reading to compare and that reading was 85 when the sensor gave me a reading of 53. I thought I was experiencing a dangerously low blood sugar but I was not.